Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was confirmed. Based on the results of the investigation, a definitive root cause could not be identified. However, the most probable cause of this complaint is expected or random component failure. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
It was reported the gastroscope lens was blurred. The issue occurred during service. There was no patient involvement.